Event description:
The patient experienced a shocking/jolting sensation and a loss of therapeutic effect for the "past four weeks". Additional information has been requested.

Manufacturer narrative:
(B)(4).